Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that a laser probe got caught in the trocar during a procedure. It could not be put in and out well. The probe was replaced and the procedure was completed. There was no patient harm.

Manufacturer narrative:
The probe was not returned for evaluation. No further information was able to be obtained from this customer. Without additional information, the root cause of the reported event cannot be determined conclusively. The probe was packaged on april 3, 2018. There were 1116 paks associated with this lot. Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).